Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to the customer¿s blood glucose level. Caller confirmed use of tandem charging equipment and working outlets, tried charging for an extended period, and also tested different wall adapters and cables without resolving unstable charging, then observed display suddenly change from 25% to 100% while troubleshooting; technical support explained meaning of power source alert, confirmed pump was working as intended.